Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly and an unexpected restart alarm. The customer¿s blood glucose was 325 mg/dl at the time of incident. Customer stated that the insulin pump had a constant tone and the buttons were unresponsive after it has been exposed to pool water. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. Customer also reported to have received an unexpected restart alarm and stated that it is recurring during normal insulin pump use. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The insulin pump had blank display due to moisture damage on electronics. Unable to perform idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify button keypad anomaly, unexpected restart alarm due to blank display. The insulin pump had corroded motor home switch. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and stained end cap sticker.

Manufacturer narrative:
The correct information has been provided with this report.